Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the previously implanted stent in proximal left anterior descending artery. A 1.25mm rotalink¿ plus was used to treat the target lesion. During the procedure, it was noted that the burr lodged in a previously implanted stent. The device was manually removed, however, the stent came out with the burr. There were no visible issues with the patient's artery noted. The procedure was completed with a new 1.25mm and 1.75mm burr followed by planned deployment of two non bsc stent in two different site. No patient complications were reported and patient was doing great.